Event description:
The lay user/patient contacted lifescan alleging the meter read inaccurately high, however the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (6) 2010, and the patient was reimplanted with another device during the same surgery.(B) (4)

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the audiologist, the patient experienced decrease in performance along with an ¿uncomfortable¿ sound with use of the device. The results of an integrity test indicated normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).